Event description:
On (B)(6) 2012, the pt underwent the surgery with the xia3. On (B)(6) 2012, when the surgeon confirmed x-ray, the rod was broken. Therefore, the surgeon is planning revision surgery on (B)(6) 2012. The sales rep obtains detailed info at the time of the revision surgery on (B)(6).

Manufacturer narrative:
Add'l info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following an engineering eval.